Manufacturer narrative:
Although the specific nature of the patient's complaint is unknown, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the patient's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision - left hip. Update received (B)(4) 2014. Taper sleeve, additional hospital and reasons for revision added. Reason(s) for revision: pain, alval/soft tissue reaction.

Event description:
Asr revision recommended- left hip.